Event description:
Pt was brought to the emergency room on 10/20/93 for a routine g-tube replacement. (The g-tube is not implicated in this occurrence.) The pt's temperature was taken as part of routine, not because of any complaint of illness. The temperature was teken via an ear thermometer which was 97.4. The pt left the ER without the g-tube replacement because the mother left against medical advice. The following morning the pt returned to the hosp to be admitted per the private physician's order. A routine temperature taken with the ear thermometer registered 97.6. Due to the child's poor condition, the nurse immediately performed a rectal temp which registered 107.9. The child was admitted but expired 11/04/93. It is unknown if the child had fever on 10/20/93, or if the ear thermometer malfunctioned on 10/20/93. The ear thermometer did malfunction on 10/21/93.